Manufacturer narrative:
Additional, corrected, and/or changed data: b.5

Event description:
Additionally the symptoms resolved 2 months after symptom onset.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported patient was injected in the lips with juvéderm volbella® xc. Three months later, patient developed delayed onset swelling and ¿lumps and swelling¿ in the ¿upper and lower lips.¿ patient went to the ER the next day and was treated with steroids and the physician tried to dissolve the filler with an unspecified treatment; further details reported treatments as solumedrol, prednisone and an antihistamine. The injector noted: ¿the patient is having persistent swelling as the prednisone has been tapered, requiring increased dose of prednisone.¿ symptoms are ongoing.